Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres. The procedure was completed with another of the same device and the patient was in good condition after the procedure.